Event description:
The patient was experiencing a return of symptoms following a refill session of their intrathecal drug delivery device. The user programmed a single bolus after refill but did not program the pump to simple continuous so after the bolus had been delivered the pump stopped delivering drug. The patient returned to the clinic and the pump was stopped. Another bolus was programmed but again the device was not programmed to simple continuous mode so the pump stopped after completing the programmed bolus. Additional information received from the hcp indicated the patient has morphine and bupivicaine in the pump. No changes had been made in medication or dosage. The patient's symptom was increased pain. Currently, the patient is on a simple continuous mode infusion and is reported to be doing great.